Manufacturer narrative:
H10 h3, h6 the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of package, no packaging returned. The data was extracted which revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma as intended. The error was not present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: 1)the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the werewolf flow 90 coblation wand began popping up an error message on the generator and it would not get passed this. It appeared that one or both of the handset buttons were stuck, causing the error message. Everytime a button was pressed, the error appeared likely because the generator was recognizing that a button was already being pressed (the stuck one). At one point the "ablate" button was stuck on and we couldn't get it to stop (no one was pushing the button). The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.